Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular(rv) lead, high out of range impedance measurements were displayed. Pacing threshold and sensing measurements were within acceptable parameters. The physician checked the connection and impedance measurements remained high out of range. The physician also repositioned the lead and the impedance measurements still remained high out of range. The physician decided to explant the lead and replace with a new lead. Measurement were within acceptable parameters with the new lead. The explanted lead will be returned for analysis. No adverse patient effects were reported.